Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 9th june 2021 getinge became aware of an issue with axcel surgical light. As it was stated, sterilizable handles' fixing rings and ceiling cover were missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since missing cover and plastic ring could be considered as technical deficiency, and in this way device contributed to event. The device was not being used for patient treatment or diagnosis at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately, the subject matter experts at the manufacturer indicated they did not receive enough information to conduct the technical investigation, despite our best efforts. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with axcel surgical light. As it was stated, sterilizable handles' fixing rings and ceiling cover were missing. There was no injury reported however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).